Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon tore on removal leaving some of the material inside - vagina [foreign body in reproductive tract]. Tampon tore on removal leaving some of the material inside [complication of device removal]. Tampon tore on removal [device breakage]. Case description: consumer contacted via e-mail and stated that the tampons tore on removal leaving some of the material inside. No serious injury was reported.

Event description:
Tampon tore on removal leaving some of the material inside; vagina [foreign body in reproductive tract]. Tampon tore on removal leaving some of the material inside [complication of device removal]. Tampon tore on removal [device breakage]. Case description: consumer contacted via e-mail and stated that the tampons tore on removal leaving some of the material inside. No serious injury was reported.

Manufacturer narrative:
01-sep-2020 product investigation results: no failure could be identified as a result of the investigation.